Event description:
The customer's mother called to report that she continues to get letters from medtronic, but her son is no longer on insulin pump therapy. She stated that he stopped wearing the pump years ago because it would only make him sick to the point where he had to be hospitalized. The mother only wanted to stop receiving letters from the company. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.